Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 434 mg/dl. Customer had nausea and headache. Customer contacted her doctor and she was waiting for response. Customer stated that there was blood when she was removing the infusion set. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.